Manufacturer narrative:
The inner sheath was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. However, if the inner sheath is returned at a later date, this report will be supplemented accordingly. The instruction manual states to visually inspect the product and make sure that is has no corrosion, no dents and no scratches. Also, to visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks fractures). In addition, to mitigate the risk of patient injury the instruction manual states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ a review of the device history records (DHR) was conducted by the (B)(6). The manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations.

Event description:
Olympus was informed that following the completion of a transurethral resection of the prostate procedure, there was some minor urethral bleeding coming from the patient¿s meatus. A closer inspection found the ceramic tip at the distal end of the inner sheath has sharp edges as a piece was broken off the ceramic tip. The surgeon went back into the patient¿s bladder but there were no fragments from the inner sheath found. There was no treatment done to the patient as the physician believed the catheter would apply pressure to stop the bleeding. The user facility further reported a follow up was performed on the patient and confirmed there was no bleeding. The patient is doing fine.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection was performed on the referenced device and found that 30% of the ceramic tip at the distal end of the device was broken off and missing. There are deep scratches noted on the remaining portion of the ceramic beak. There are no issues noted to the shaft or proximal end of the device. The exact cause of the reported event cannot be conclusively determined, however, based on similar reported events the most probable cause of the broken ceramic tip can be attributed to (unintended) user error/application of stress or impact.